Manufacturer narrative:
This report is submitted on june 06, 2024.

Event description:
Per the clinic, the patient experienced a skin flap infection at implant site and subsequently was treated with topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2024 and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 19, 2024.